Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a fusiform 65 mm diameter abdominal aortic aneurysm approximately two years ago. The aortic neck is 25 mm, and it is 20 mm in length. There was mild iliac tortuousity bilaterally. It was reported that two weeks post implant the patient had a hematoma, drainage and femoral artery suture with dacron patch, followed by thrombectomy four days later followed by amputation one day later followed by amputation two days later. Mechanical ventilation, hemodialysis, cardiopulmonary resuscitation during hospital stay readmission for hemorrhage at the right site puncture which was complicated with limb ischemia leading to amputation leading to the deterioration of the general health condition causing death. The patient expired approximately one month post implant. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, hematoma), patient's condition affected effectiveness of device (history of peripheral vascular disease). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (history of peripheral vascular disease).